Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer entered the incorrect calculation prior to delivering a bolus. Additionally, the customer alleged that the pump software did not suspend insulin delivery. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."